Event description:
It was reported the lead impedance was less than 300 ohms and capture threshold 3v. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.